Event description:
Information provided states that the screws would not engage when being placed in the patient. The patients first metatarsal was damaged and the anterior cortex was compromised. The case involved three screws that would not engage. P/n (B)(4), lot b1108252 UDI (B)(4)); p/n (B)(4) lot b1101675 UDI (B)(4) , p/n (B)(4) lot b1101658 UDI (B)(4) were removed and replaced with a different product.